Event description:
Caller reported meter was destroyed and burned inside. Caller stated part of battery and lcd were burned and melted, and also had a burned smell. No adverse event reported. Requested return of the alleged meter for evaluation and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.